Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: >7.5 and 2.3, laboratory inr: 9.3. The time between the inratio testing was ten minutes. The laboratory draw was performed an hour after the first inratio test. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: >7.5, 2.3, reference: 9.3, mean: na, confidence limits: na. The mean is most likely >5.0 and the difference is most likely greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 310821 on (B)(6) 2013. Results as follows: donor (B)(6), inratio: 2.6, 2.7, 2.7, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 2.17. Donor (B)(6), inratio: 2.3, 2.3, 2.2, reference: 2.61, bias threshold: 1.61 - 3.61, %cv: 2.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donor produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from the ratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned, therefore, retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4); no further action is required at this time. This issue will be subject to tracking and trending.